Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was not performing air removal step. Tandem technical support educated customer on air removal technique. A supply change was performed resolving the occlusion. Customer's blood glucose level ranged from 120 mg/dl - 300 mg/dl.